Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the o-ring had detached from the cartridge and was on the pneumatic tap. The customer removed the o-ring and successfully loaded a new cartridge to address the event. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.